Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer reported changing the infusion and reservoir twice in the last two days due to the alarm. Customer also reported their blood glucose rose to 600 mg/dl. The customer stated they were able to resolve the alarm by changing the infusion set. Customer's current blood glucose was 303 mg/dl. The customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.